Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was alleging the insulin pump of under delivery of insulin. Customer stated that they experienced high blood glucose. The customer¿s blood glucose level was 322 mg/dl. The customer was treated by bolus with injection. Customer experienced nausea and headache. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer started having issues with sugar level since she used the insulin pump. Customer replaced the tubing and no air bubbles and customer was able to complete all the process and just replaced the site. The customer declined to check settings. Customer performed displacement test and it was passed. Customer reported blood glucose level on 3 september was 288 mg/dl, 272 mg/dl, 311 mg/dl, 254 mg/dl, 205 mg/dl, 235 mg/dl and on 2 september blood glucose was 322 mg/dl, 332 mg/dl. Customer stated that insulin pump was not working accurately. The insulin pump will not be returned for analysis.